Event description:
Provider states the mattress is sagging in the middle. Provider is aware to mail back the law labels for credit. Provider states the patient weight is 125 pounds.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.